Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the ligation bands with difficulty and no audible click was heard for every 180 degree turn of the handle. The procedure was completed with this speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of bands difficult to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.